Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrythmia/tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Optical sensor issue: due to insufficient clinical information and no data logs or product returned, the root cause cannot be established. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Holding systemic heparin due to gastrointestinal bleeding. Optical sensor issue, major bleed, arrhythmia, tachycardia, cardiac arrest. Hemostasis, medication required, resuscitation

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.